Event description:
The device was placed in the pt's right leg following a diagnostic procedure. Device deployment appeared to be normal, although bleeding ensued and hemostasis was achieved by holding manual pressure for 15-20 minutes; distal pulses were checked with no problems noted. The pt was discharged, and approx. One week later presented with claudication of the right leg. Ultrasound suggested diminished flow in the right femoral artery. Thirteen days after initial device deployment, a total occlusion was observed and an embolectomy was performed. Pt is now doing well with good pedal pulses restored.